Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the lens was implanted in the patient's left eye (os). The lens was explanted due to elevated intraocular pressure, narrowing of the angle, angle closure and shallowing of the anterior chamber depth. The patient experienced pain and blurry vision.

Manufacturer narrative:
Event problem and evaluation codes: method code(s): (process evaluation): device history record review result code(s): (operational problem) : the product for this event was returned but was unable to evaluate due to the lens was stuck to the lid of the container the lens was returned in. The lens was returned dry. (No failure detected): based on the results of the investigation, the devices associated with the work order(s), including the suspected device, was manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: no, lens not returned. (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -8.0 diopter, in the patient's eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to high vault. The lens was not exchanged for another icl lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.